Event description:
It was reported that the user experienced a hyperglycemic event while using the ilet system, noting no perceived symptoms at the time and observing that the pump was low on insulin, with additional information being sought to clarify event details. Symptoms included elevated blood glucose without awareness of hyperglycemia symptoms. Outcomes included no reported emergency care, hospitalization, or long-term injury. Investigation included a review of complaint details and a request for blood glucose questionnaire information. Investigation of this case revealed that the cause of hyperglycemia was unclear and that device alerts or alarms were not reported during the event. It was concluded that a definitive root cause could not be determined based on the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.